Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "we have received a request from surgeon to revise a distal femoral replacement. The surgeon would like to retain the proximal tibial replacement. He has provided the original operation drawing, but from the images it seems that the femoral component has been revised and replaced with a distal femoral component. Surgeon has not indicated the reason for revision, but judging from the anterior x-ray it looks obvious. I would kindly ask you to discuss with the team if it is okay for us to provide the revision distal femoral component, rebushing, short tibial component and short tibial bearing. Planned surgery date (B)(6) 2025." Left side.